Manufacturer narrative:
(B)(4).

Event description:
The patient presented in clinic after receiving a vibratory notification, upon interrogation the device revealed eri had been reached. The device was explanted and replaced. The patient is well.